Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5086mri52 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that approximately three days post-system implant, the patient developed cardiac tamponade due to an atrial lead perforation. The atrial lead was explanted and not replaced. No further patient complications have been reported as a result of this event.